Event description:
When defibrillator energy was discharged to pt, condition unknown, an arc was seen at one of the paddle electrode plates. Subsequent to this observation, it was alleged the device had powered off spontaneously and could not be turned back on.